Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient woke up at night feeling unwell. The cgm showed 8.6 mmol/l, but he was sweating and feeling dizzy. He checked a bg to compare values and the value was 2.9 mmol/l. He took glucose and drank a small bottle of grape juice, then was feeling well again. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.